Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 20 days after the dental implant was installed in intraoral region #23 it was verified its non- osseointegration. 35 ncm of primary stability was achieved and immediate load was not performed. The patient presented insufficient bone quality/ quantity (bone type ii).